Manufacturer narrative:
This report refers to case 3 referred to in the article.

Event description:
Published article: "intraocular lens opacification after corneal endothelial keratoplasty: electron microscopy and x-ray element spectroscopy analysis" reported that a 48 year old woman presented with axenfeld-rieger dysgenesis and glaucoma requiring a bilateral trabeculectomy, as well as cataract and endothelial decompensation. The bilateral cdva was 6/36. Phacoemulsification, iol implantation and dsaek were performed in the left eye. One week postoperatively, the endothelial transplant detached and had to be re-bubbled using intracameral air. The cdva improved in the left eye to 6/12. Seven months later, the iol developed mild anterior surface opacification not involving the visual axis, and the cdva in the left eye worsened to 6/24. Five years later, the opacification remained and the cdva was 6/30. Pt is still being monitored. Preoperative m/r: -1.50/-2.50x55, bcva 6/36. A copy of the aforementioned article is attached to this report.